Event description:
It was reported that the pump's wake button was difficult to press and often required multiple attempts to activate the screen. Due to this issue, the customer's blood glucose level dropped below 54 mg/dl, indicated as "low," but the specific value was not known. The customer addressed the low blood sugar by consuming carbohydrates and glucose tablets. The customer continued to use current pump.